Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012245461); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012224781); product type: 0195-heart valves; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012215982); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 29 mm transcatheter bioprosthetic valve in a patient with an annulus perimeter of 83.2 mm, and bulky calcification connected to the left ventricular outflow tract, the valve was initially deployed too shallow at a depth of 2 mm on the left coronary cusp (lcc). The valve was recaptured and re-deployed to a depth of 0 mm on the lcc and 0 mmon the non-coronary cusp (ncc). Due to the shallow depth, the valve was recaptured a second time. Upon a third deployment attempt to a depth of 4 mm, an infold was observed under fluoroscopy. It was also noted that the valve sizing was too small for the annulus size. The valve was recaptured for a final time and withdrawn from the patient. A 34 mm valve was loaded into a new delivery catheter system (dcs). However, upon fluoroscopic inspection of the valve load, a misload was identified due to a frame node overlap involving the fourth node. It was noted that the misload was not due to a new valve loader. A new 34 mm valve was loaded into a new dcs and implanted in the patient. A procedural delay occurred due to the infolded valve. No patient complications have been reported as a result of this event.